Event description:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ("irregular bleeding pattern") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter commented: essure removal due to irregular bleeding pattern. Essure inserts were removed at the request of the patient; causal correlation to the essure insert has not been clearly demonstrated incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ("irregular bleeding pattern") in a female patient who had essure (batch no. C40059) inserted for female sterilization. The patient's past medical history included intermenstrual bleeding. Regular periods; without other concurrent conditions, no allergies. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: essure removal due to irregular bleeding pattern. Essure inserts were removed at the request of the patient; causal correlation to the essure insert has not been clearly demonstrated. Outcome description: right essure with 11 coils found in cavum; removal of both fallopian tubes; right one by hysteroscopy, left one by laparoscopy; after the procedure there had been no problems. Essure was a probable cause for bleedings. Diagnostic results: diagnostics by vaginal ultrasonography and hysteroscopy most recent follow-up information incorporated above includes: on 7-sep-2018: patient information, lab data and reporter's comment updated. Batch number and causality provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ('irregular bleeding pattern') in a female patient who had essure (batch no. C40059) inserted for female sterilization. The patient's medical history included intermenstrual bleeding. Regular periods; without other concurrent conditions, no allergies. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: essure removal due to irregular bleeding pattern. Essure inserts were removed at the request of the patient; causal correlation to the essure insert has not been clearly demonstrated. Outcome description: right essure with 11 coils found in cavum; removal of both fallopian tubes; right one by hysteroscopy, left one by laparoscopy; after the procedure there had been no problems. Essure was a probable cause for bleedings. Diagnostic results: diagnostics by vaginal ultrasonography and hysteroscopy lot number: c40059 manufacture date: 2014-03-31 expiration date: 2017-03-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ("irregular bleeding pattern") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter commented: essure removal due to irregular bleeding pattern. Essure inserts were removed at the request of the patient; causal correlation to the essure insert has not been clearly demonstrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.